Event description:
It was reported that the patient had one lead broken during her first implant and it was not replaced. The patient only received deep brain stimulation for one side of the body. Additional information received reported the patient was told by her neurosurgeon that the lead was fractured.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4). (B)(6).